Manufacturer narrative:
This report is in response to FDA letter (B)(4) in reference to report number 2242816-2010-00065. All information, including any evaluation or analysis, from which your firm determined that the reported event has occurred, or is occurring, with lesser or greater frequency or severity than is stated in the labeling for the device or; if there is not any pertinent statement in the labeling, than is usual for the device. State the expected and observed frequency and severity of occurrence for the reported incident with this device. While frequency of occurrence is not stated in the device labeling, the severity of the reported event is described in the device labeling. The pertinent information is described in response to the third item, below. Based on data collected from january 2005 through june 16, 2010, the observed frequency for an alleged adverse event for this device is .006%. This is based on 7 complaints received for alleged patient injury and an estimated (B)(4) units sold in that time period. Please evaluate this reported adverse event and determine if any remedial action is indicated to prevent future recurrence of the reported problem. If no remedial action is indicated, state your basis for this determination. This reported adverse event was reviewed to determine whether any remedial action is indicated. No remedial action(s) were indicated as a result of this reported event as a labeling change had previously been introduced to ensure that warnings to patient concerning skin sensitivity during treatment are in a prominent location. The warning underneath the lid of the unit states: "individual sensitivity to cold therapy treatment varies. You must frequently check the color and sensitivity of the treated skin." "If the skin appears discolored or feels numb, immediately stop the cold therapy treatment and notify your doctor." "Reactions to cold therapy may include frostbite or other tissue damage. Do not apply the ebice pad directly onto the skin." "Do not exceed your doctor's prescribed treatment setting or length of treatment." "Please refer to package insert for further details on safe use of this product." Please identify the temperature range for this device along with the recommended frequency and duration of use. Is this clearly stated in the instructions for use? The instructions for use contain the following information regarding temperature range, frequency of use and duration of use. The IFU states under the health care practitioner information, section ii: warnings, "as the licensed health care practitioner you must determine the appropriate treatment setting and length of treatment for each patient." Under special considerations section 1, the IFU states "individual sensitivity to a cryotherapy application varies. It is important to periodically check the color and sensitivity of the skin at the treatment site. The patient should be instructed that if the skin appears discolored or feels numb, immediately discontinue the cold therapy treatment and notify your health care practitioner." Under special considerations section 2, the IFU also states, "cooling for one hour at a water temperature of 30 degrees fahrenheit to 48 degrees fahrenheit may induce redness and edema that last for 24 hours after exposure." Additionally, under user information: section IV: starting the treatment, the IFU states "a licensed practitioner must determine the appropriate treatment setting for each patient." Other " warnings" to the patient include, "periodically examine the color and sensitivity of the treatment site. If the site appears discolored or numb, discontinue cold therapy treatment and notify the prescribing health care practitioner."

Event description:
Per patient's (B) (4) it was reported that the patient incurred a non-freezing cold injury (nfci). Patient outcome: plaintiff¿s right foot and ankle became numb due to the cold and then, she suffered ischemic injury to the nerves and the skin in and around her right foot and ankle.